Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) visited the hospital as the device was not working properly. Two weeks later, a surgical intervention was performed and a piece of cracked tubing was identified. The tube affected was removed and replaced; no other components were replaced. The cause of the anomaly was not reported by the medical staff. There were no patient complications reported.

Manufacturer narrative:
Event date: approximated based on event description, as anomalies were identified two weeks prior surgery.